Manufacturer narrative:
The patient experienced peritonitis twice on unreported dates in 2017. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in two episodes of peritonitis. No further detail was provided regarding the breach in aseptic technique. On unreported dates, the patient began treatment for the peritonitis events with unspecified drugs added into dianeal (doses, frequencies, and durations were not reported). It was not reported if the patient was hospitalized for the events. On unreported dates, the patient was recovered from the events. At the time of this report, dianeal therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.